Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any conductor fractures. The helix was found retracted and clogged with blood-like substance (bls) and the inner coil inside the connector region was found over-torqued. After cleaning, the helix could be extended and retracted by applying torque at the connector pin. The full helix extension length was measured within specification. No anomalies found on the lead with the exception of damages consistent with those occurring during attempted implant. The results of the investigation concluded the helix was clogged with bls and the inner coil was overtorqued consistent with implant damage. The cause of the helix issue is consistent with damage during use. The cause of the sensing anomaly and unacceptable threshold could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensing and threshold was increased on the lead. There was no evidence of lead dislodgement or fracture. The lead was attempted to be repositioned; however, the helix no longer functioned correctly. The lead was explanted and replaced. The patient is stable.